Event description:
The following has been reported: customer has an lvp pump serial #(B)(6) that was reported that service needed. Cleaned the av (actuator valve) pins and loading guide, turned on pump then turned off pump. When turning off pump service needed. When testing pump, pump problem occurred right away. The service needed appeared. Could not clear error, program or start pump. There was no report of patient harm or of the issues stopping an active infusion. A preliminary review of the logs identified the following issue: pneumatic valve leak failure (valve 1). An active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
The device was returned for a pneumatic valve leak. Upon booting up the device, red pump alarm occurred. Device was opened up for internal inspection for damage. One of the screw bosses for the main pcba is damaged. No other internal damage was found and all connections were seated properly. Log files reveal multiple valve 1 and valve 2 leak failures.